Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was broken at both front corners. Right plunger case was cracked at top surface. Bottom case was cracked at mounting hole in battery compartment. The "motor rate error" alarm found after 7.469 ml displaced during occlusion test. Error history log review found multiple "motor rete error" alarms .the root cause of the reported issue was found to be the entire drive train was worn out from normal use. The pump was over 11 years old. Actions were taken to mitigate the reported issue: replaced worm gear, worm coupling, motor mount, lead screw, clutch spring, and clutch halves due to normally worn parts.

Event description:
It was reported that the pump had an alarms system failure. No patient injury was reported.